Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, radio frequency telemetry communication issue occurred multiple times during trouble shooting. The patient¿s device was unable to use radio frequency including sending merlin.net transmissions. Upon review of the session records, it showed there was a radio frequency telemetry internal error. The device was successfully reloaded and the rep was able to use the radio frequency telemetry. The patient was stable prior, during and post event.